Manufacturer narrative:
Literature citation: russo ma, volschenk w, bailey d, et al. A novel, paresthesia-free spinal cord stimulation waveform for chronic neuropathic low back pain: six-month results of a prospective, single-arm, dose-response study. Neuromodulation: technology at the neural interface. 2023;doi:10.1016/j.neurom.2023.06.007 literature abstract: the aim of this prospective, single-blinded, dose-response study was to evaluate the safety and efficacy of a novel, paresthesia-free (subperception) spinal cord stimulation (scs) waveform designed to target dorsal horn dendrites for the treatment of chronic neuropathic low back pain (lbp). The authors concluded that their novel, paresthesia-free stimulation waveform may be a safe and effective option for patients with chronic neuropathic lbp eligible for scs therapy and is deliverable by all current commercial scs systems. A2: this value is the average age of the patients reported in the article as specific patients could not be identified. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B3: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID 97715 lot# unknown serial# implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 9 patients experienced 10 incidents of minor lead migration that resolved and that 2 patients experienced 2 cases of major lead migration that were unresolved. The authors noted the lead migrations were defined as ¿minor¿ if a new bipole was able to be reprogrammed and pain relief recaptured, or ¿major¿ if gross migration occurred and pain relief was unable to be recaptured. Of these patients, 4 patients with confirmed lead migrations experienced lower back pain (lbp) flares ¿ 3 of which resolved. It was noted that 2 of these 4 patients experienced migrations associated with falls. The authors noted that no lead revision surgeries were performed during the study. See attached literature article.

Event description:
Additional information was received from a healthcare professional (hcp) on behalf of the article¿s lead author. The additional information received noted that 12 total incidents of lead migration were recorded during the study. Of these, there were two ¿major¿ lead migrations and ten ¿minor¿ lead migrations. The ¿major¿ lead migration incidents had leads implanted on (B)(6) 2019 and (B)(6) 2020 and event dates of 2019-dec-18 and 2020-may-04, respectively. The ten ¿minor¿ lead migration incidents had leads implanted on (B)(6) 2019, (B)(6) 2020 and event dates of 2019-sep-18, 2019-nov-04, 2020-jan-08, 2020-feb-06, 2019-dec-18, 2020-jan-31, 2020-apr-07, 2020-may-18, 2020-oct-13, and 2020-aug-03, respectively. The fall-associated lbp flares were noted to have occurred on (B)(6) 2020 with devices that were implanted on (B)(6) 2019 and (B)(6) 2020, respectively. The other two lbp flares were noted to have occurred on (B)(4) 2020 with devices implanted on (B)(4) 2020, respectively. It was noted that there were no revisions or explants performed in association with the reported lead migrations.

Manufacturer narrative:
B3 event date: see b5. D6a implanted date: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.